Event description:
In 2007, a doctor alleged that veneers placed in three patients using nexus 3 had fallen off.

Manufacturer narrative:
Device evaluation begun, but not yet completed. The third patient's veneers were recemented without incident. This is the third MDR report of the three incidents reported.